Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a reported blood glucose reading around 300 mg/dl and a highest value above 400 mg/dl, along with unanticipated insulin use from a 180-unit cartridge to 70 units remaining despite no meal announcements; troubleshooting included inspection of the infusion set and site for leakage with none observed, a full supply change, and shipment of replacement supplies. Symptoms included elevated blood glucose. Outcomes included prolonged time above target for over five hours without use of back-up therapy and no ketone testing or medical intervention. Investigation included technical support review, user guidance on supply replacement, and assessment of infusion components for leaks. Investigation of this case revealed no visible leakage and an unclear cause of hyperglycemia. It was concluded that the cause of the hyperglycemia was undetermined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.